Manufacturer narrative:
Additional information was received. The patient did not have a bailout option, therefore, only conservative action was taken (drainage of pericardial effusion, and factor 7 to assist with clotting). The patient was stabilized and taken off the table and moved to ICU. The patient then had a rebleed into the pericardial space resulting in patients death.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the annular rupture and resulting patient death was caused by a spike of calcium rupturing the left lateral wall base. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after deployment of a 26mm sapien 3 valve in the aortic position using transfemoral approach, a root shot was done and an annular rupture was noted. Pericardial effusion was noted and was drained. Heparin was reversed and factor 7 was given to reduce the bleed. A pericardial drain was inserted. The patient expired on postoperative day 1. There was a deposit of calcium on the hinge point of the left coronary leaflet. It lifted off when the valve was deployed and was pushed through the wall of the sinus. As per medical opinion, the left lateral wall base rupture was caused by the spike of calcium. The annular native valve measurement was 430mm2, there was a mild degree of valve calcification, and mild degree of mitral annular calcification.